Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the machine head was damaged and the position of the control bar was not correct. The machine head and pin were replaced and the position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2023 the handpiece would catch and damage the skin. It was not cutting properly. There is no report of harm or delay at present. An alternate device was available to complete the procedure. Due diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.